Event description:
Medtronic received information that during the implant of this mechanical valve, using a model 576 sizer, it was determined that an 18mm valve was not the correct valve size. However, unknown to the surgeon, an 18mm valve was opened prior to sizing. The valve was placed into the orifice, but in a tilted position that blocked the right coronary artery. Coronary artery bypass surgery was performed on the blocked artery. The valve remains implanted. No other adverse patient effects were reported.

Manufacturer narrative:
Analysis: the valve remains implanted. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The root cause of the oversizing appears to be physician error. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.